Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from six (6) different patient samples that were generated by the unicel dxi 800 access instrument. The initial accu tni results were in the range of 0.73ng/ml to 1.18ng/ml. The accu tni results were reported out of the lab and questioned by an ER physician. The customer re-tested the original samples for accu tni on a different instrument in their lab and obtained lower results for all 6 patients. The repeated acu tni results were in the range of 0.01ng/ml to 0.06ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within specification prior to the event. All three levels of qc were out of specifications high after the event. A system check performed in 2007, before the event, was within specifications. The customer did not report any instrument errors and tried to recalibrate the instrument for accu tni; however, calibration failed. The samples were collected in plastic, 13x75, non-gel, bd, lithium heparin tubes and centrifuged at 3,500 rpm for 5 minutes at ambient temperature. Both, the initial and the repeat testing were done from the primary tubes. The specimens were not re-spun before to repeat testing. A field service engineer was dispatched to the customer' lab in 2007: the fse inspected the instrument and discovered dispense probe two tubing sheared off which was replaced. The fse verified the instrument per established procedures. Hardware issues addressed by the fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.